Event description:
A home care nurse reported to the hosp that the flow setting of the concentrator in the pt's home was stuck on 1 1/2 lpm and could not be changed. When the nurse attempted to increase flow, the setting did not increase but the sound of the flow increased. The nurse stated nurse had to code the pt. The pt was taken by ambulance and admitted into intensive care at the hosp. In 2001, the device was evaluated by the hosp durable medical equipment (dme) and no problems were found. Pt is prescribed 2 lpm.